Manufacturer narrative:
Investigation summary: the event represented is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated as part of an ongoing study of the axsym system by abbott into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and seal fittings which reduced bubbles forming in tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection to probes. In addition, abbott has emphasized to our customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube size and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.

Event description:
On 3/1/97, the account received an erratic digoxin result while operating the analyzer. The account had received the pt specimen in a pediatric tube and poured it into the aliquot tube. According to the account, there was sufficient sample volume, specimen integrity was good, and the sample did not have bubbles in it. A result of 0.57ng/ml was reported and questioned by the physician, since he had expected it to be higher. The sample was retested and a resulted of 3.45 ng/ml was obtained. No report of injury based on the initial reported result.